Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A device service history cannot be performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference:(B)(4). The customer stated that there was no patient involvement .

Event description:
(B)(4). Customer (B)(6) called in for help on 8015 unit. Front case has button not working, before call in the customer had replace the front case and still have the same issue. The unit has a main board issue will need to be replace board customer pefer to send unit in for repair will call back when ready to. (B)(4).